Event description:
It was reported that the user experienced hypoglycemia while using the ilet and had a blood glucose of 62 mg/dl. The user treated the low with oral carbohydrates (coca cola and bread). The user requested guidance on disconnecting for a shower, and was advised to pause the system, pinch the tubing, shower, then reconnect and unpause. Symptoms included low blood glucose. Outcomes included resolution with oral carbohydrate treatment and user education. Investigation included technical assistance and troubleshooting with user education. Investigation of this case revealed no device alarms reported and that the event was managed with standard hypoglycemia treatment and device use guidance. It was concluded that the cause of the hypoglycemia was unclear and that the device was used as instructed during troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.